Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified while based on the analysis, the alleged fill estimate issue could not be verified.